Event description:
Per the clinic, the patient experienced skin flap infection two months ago (specific date not reported) and subsequently was treated with oral antibiotics, oral hormones, and the patient was hospitalized for anti-inflammatory IV drips (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.